Manufacturer narrative:
A2: average age a3a: majority sex literature reference: https://doi.org/10.1016/j.jvir.2014.11.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed titled 'paclitaxel-coated versus plain balloon angioplasty for dysfunctional arteriovenous fistulae: one-year results of a prospective randomized controlled trial'. Forty patients were randomized at 1:1 to undergo pcb ('paclitaxel-coated balloon) or (hpb) high-pressure balloon angioplasty of dysfunctional avfs. The device used in the pcb group was the ce-marked in.pact admiral pcb. Anatomic and clinical success rates were 100% in both groups. Technical and procedural success rates were 100% in both groups. No minor or major procedure-related complications occurred in either group. All patients completed the 1-year follow-up. Tlr was required in some cases during follow-up period and 2 cases of thrombosis occurred during follow-up in the pcb group. No deaths reported in the article.